Event description:
A site rep reported a data image problem with the stealthstation treon guidance system. When importing dicom files from the wolfson brain imaging centre the 3d acquisition in this case is acquired in the sagittal direction when imported to stealth it now flips the images, therefore, flipping sides. There was no pt present.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.